Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed ¿out of service,¿ and the issue persisted after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was showing out of service. A technical support specialist provided steps to the customer to place the station back in service. Then, the tss dialed into the station and server, checked the box to put station back in service, checked out of service message box no longer showing and confirmed the out of service message was cleared. The system functioned as intended after the technical support specialist assessed the device.